Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. There was no reported impact to the customer's blood glucose level. After multiple attempts made by tandem technical support to follow-up with the customer on the reported issue; it was confirmed that the customer resumed insulin therapy.